Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e1: initial reporter state: (B)(6) e3: reporter is a j&j employee. G4: device is not distributed in the united states but is similar to device marketed in the USA. H3, h4, h6 photo investigation: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that one of the screws of the pl-cutter w/deburr-device f/pl 1 - 2.4 l was missing. No other issues were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for pl-cutter w/deburr-device f/pl 1 - 2.4 l. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Physical device investigation: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that one of the screws of the pl-cutter w/deburr-device f/pl 1 - 2.4 l was missing. In addition, the spring was broken across the screw. No other issues were identified. A dimensional inspection for the pl-cutter w/deburr-device f/pl 1 - 2.4 l was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the pl-cutter w/deburr-device f/pl 1 - 2.4 l would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 391.951 lot number: 1460671 manufacturing site: umkirch release to warehouse date: 21-jul-2006 a review of the device history records was performed for the finished device lot number, and no non-conformances were identified., part number: 391.951 lot number: 1460671 (wo (B)(4) manufacturing site: umkirch release to warehouse date: 21-jul-2006 a review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the screw of the instrument was missing. This was identified during loan kit inspection. No further details are available. Upon manufacturer evaluation of the returned device, it was noted to be broken. This report involves one pl-cutter w/deburr-device f/pl 1 - 2.4 l. This is report 1 of 1 for (B)(4)